Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient hasn't disclosed when they plan to met with a neurosurgeon. An impedance check was normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient experienced tingling around the ins site. It was noted that the tingling did not go away when the stimulation was turned off. It was also reported that the ins moves in the pocket. An appointment was made with the patient¿s neurosurgeon to address the issues. No further complications are anticipated.